Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus during outpatient treatment procedure for a transurethral resection of a bladder tumor, the cystoscope was stuck inside the patient's urethra. The surgeon inserted a guide wire and a catheter into the subject device channel to perform the procedure. He was able to overcome the stenosis on the front side but not the back side. While inserting through the stenosis on the back side, it stopped and a loop occurred in the urethra while pushing and twisting. When the surgeon tried to remove the cystoscope, it was bent approximately five (5) centimeters from the tip and was stuck inside the patient and could not be removed. The procedure was temporarily stopped and the patient was moved to emergency surgery to remove the foreign matter form the urethra. The cystoscope could be removed by inserting a guidewire carefully and avoiding risk by pulling it our with fluoroscopy. The intended procedure was then completed. The customer reported no additional treatment was provided to the patient and the bleeding stopped.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the user facility. The serial number of the cystoscope was provided (see d4). It was further reported that a transurethral resection of bladder tumor was held on (B)(6) 2022, as planned. There was no change in treatment policy. The patient was not hospitalized. It is impossible to confirm the situation after the turbt was implemented because it is a separate matter. A pre-use inspection was performed on the device and no problem was observed. The device was returned to olympus (08/03/2022) for evaluation. The evaluation found that the bending section was damaged (deformed, torn/dented) but no metal sticking out. The insertion tube was crushed, dented, and buckled. There were scratches noted in several parts of the device (i.e switches, fe-lever, u/d plate, video cables, universal cords, light guide cover glass, etc.). Image guide oredome was cut. There was a peeling off the video connector contact plating. The angulation was reduced. There was a catch when inserting the forceps.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The device was confirmed to have exceeded its usable life. Based on the results of the investigation, since the scope was caught in the narrowed part of the urinary tract and attempts were made to pull out the scope in that state, there was a possibility that the event which the scope could not be pulled out occurred, but the cause could not be judged. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "visera bladder kidney pelviscope cyf-va2 safety precautions handling and general precautions do not insert or remove the endoscope in the body while up/down angle release lever is frictionlessly fixed. Chapter 10 when an abnormal occurs 10.1 how to distinguish and cope with anomalies [angle] details of the error: the operating force of up/down angle lever is heavy. Cause: up/down angle release lever is locked. How to handle: turn up/down angle release lever toward "f" according to the section "2.2 function of each part of the endoscopy" 3. 10.2 a withdrawal of an endoscope from which an anomaly occurred if you are unable to pull the endoscope out of the patient smoothly, please do not pull it out forcibly and handle it appropriately. If you pull out the endoscope forcibly, it may hurt your body cavity or cause perforation. Contact information (B)(4) (endoscope customer service center)." Olympus will continue to monitor the field performance of this device.